Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports that are associated with this event: associated manufacturer report numbers: 1225714-2014-13656 and 1225714-2014-13657.

Event description:
Additional information received noted that the patient experienced a stroke.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged the decedent experienced unspecified injuries and subsequently expired on or about (B)(6) 2008 after the use of the product.